Manufacturer narrative:
Describe event or problem field updated to accurately reflect the customers issue.

Event description:
The customer reported that "on (B)(6) 2016, an incorrect patient treatment action was taken based on an incorrect nbp value displayed on the mx800 monitor. "They were intermittently seeing erratic readings, either falsely high or low, from the intellivue measurement server with the serial number (B)(4), which was in use together with the intellivue mx800 patient monitor to obtain the nbp readings." No further information regarding the type of injury the patient sustained and the measures necessary to assist the patient are available at this time.

Manufacturer narrative:
The philips field service engineer (fse) and clinical application specialist (cs) visited the customer site. The customer explained that the systolic reading was always > 20-40 mmhg higher with the measurement servers than with a vital sign portable monitor. Intermittently low diastolic measurements with a higher systolic reading were observed (wide pulse pressure). The measurement servers at the customer site were at software revision k. The fse downgraded the software to revision j and set the reference method to "auscultatory" on all devices, as the reference method ¿invasive¿ results in higher readings in the high blood pressure range than the reference method ¿auscultatory¿. To further investigate the root cause for the reported issue, philips initiated an internal escalation. As a result, three test systems were set up at the customer site to collect data for evaluation by the engineers in research & development (r&d). Although the test equipment was in use for an extended period of time at the customer site, the reported issue could not be reproduced or captured. The test equipment was subsequently removed, and all devices in use at the customer site were upgraded back to the original software revision k. During a monitoring phase following the software upgrade, no further incidents were reported at the customer site and the escalation was closed. As the reported issue could not be captured or reproduced with the testing equipment set up at the customer site and no further occurrences were reported after the return of the measurement servers to software revision k , philips is unable to determine the root cause. It has been established that there was no trouble found during the onsite investigation. No further investigation or action is warranted.

Event description:
The customer reported that "on (B)(6) 2016, an incorrect patient treatment action was taken based on an incorrect nbp value displayed on the mx800 monitor." They were intermittently seeing erratic readings, either falsely high or low, from the intellivue measurement server with the serial number (B)(4), which was in use together with the intellivue mx800 patient monitor to obtain the nbp readings. The device was used for monitoring at the time of the alleged malfunction. The patient was treated with medication based on the obtained nbp measurement. It is unknown what type of injury the patient sustained, what additional medical treatment was necessary and what the current status of the patient is.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that "on (B)(6) 2016, an incorrect patient treatment action was taken based on an incorrect nbp value displayed on the mx800 monitor." No further information regarding the type of injury the patient sustained and the measures necessary to assist the patient are available at this time.